Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported, that during the implant of the replacement rv lead. The ra lead exhibited noise and double counting. It was then decided, to replace the ipg and normal sensing in the ra lead, was then observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high unipolar impedance warning and underwent a polarity switch. It was also noted that the rv lead exhibited one iteration of oversensing of the sensing integrity counter (sic) following a pocket manipulation. It was further reported that there was moisture in the connector port of the implantable pulse generator (ipg). It was further reported that the ra lead pulled back during rv lead removal. The ra lead was repositioned and remains in use.the ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.